Event description:
Three days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The patient showed evidence of an evolving myocardial infarction ten days prior to the implant procedure. The pt's peak ck was 1816 u/l, the peak ckmb was 163 u/l and the peak troponin was 2.9 ng/ml. The pt underwent a coronary angiogram 10 days following the onset of the myocardial infarction. It was reported that the pt may have delayed or initially refused treatment because he was suffering from severe depression. The index procedure identified and treated one lesion. The target lesion was a 99% stenosed, mildly calcified, type-c, de novo lesion located int he mid left anterior descending (lad) artery. The lesion was 30mm in length, 3.0 mm in diameter with timi-2 flow. The physician pre-dilated the lesion with a 2.50x15mm guidant voyager balloon. The physician followed with a taxus liberte 3.00x32mm stent deployed at 14 atms. The stent was not post dilated. The results were 0% residual stenosis with timi-3 flow. It was reported that 3 days following the index procedure, prior to being discharged, the pt expired. The cause of death was reported as heart insufficiency. The pt was reported to have been taking aspirin and clopidogrel at the time of the event. The event was reported to be "unrelated" to the taxus stent. This product is only ous approved but it is similar to a marketed us device.